Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges weight gain, hurt leg that failed to function in basic activities, weakness and inability to lift left leg without using his hands. After review of medical records for MDR reportability, the patient was revised to address pain, high metal ion levels, metal on metal hypersensitivity reaction and heterotopic ossification. Revision notes also reported gray staining of tissues, metallosis and corrosion around metal liner and cup. Clinic visits reported leg pain and swelling. Laboratory results show metal ion levels above 7ppb. Added cup since it was revised. Added stem due to elevated metal ions but was not revised. Doi: (B)(6) 2010 ; dor: (B)(6) 2014 (left hip).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address high metal ion levels.